Event description:
Reporter alleged that the aviva meter has a liquid crystal display which is marbled in appearance and consistent with an electrical short. There is not any exterior evidence of melting or burning. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.